Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.(B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.